Event description:
During a whipple procedure, the device did not properly form staples. The staples had a proper b- shape at the pyloric side but all the staples were open at the side of resected tissue. There was no pt consequence because the staples were open at the resected tissue and sutured with a pds suture.